Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is concerned that the aviva combo meter may not be giving the correct bolus advice. Customer reported his blood glucose was quite high due to a chest infection, and no matter how much insulin he programmed via bolus per bolus advice, the glucose would not come down. He did not give an exact date but said 4-5 days ago he went to the hospital for treatment. At the hospital, his glucose was 24mmol/l and ketones were between 3-8. He was put on insulin and glucose IV for one day and the glucose came down to less than 12 mmol/l, so he was sent home. After one day at home, his glucose started going up again and he went back to the hospital. This time he was not admitted and he was not able to recall what his treatment was, but then he was sent home again. His diabetes nurse advised him to take extra insulin via syringe in addition to the pump boluses, and this finally helped get his blood glucose down. Product was requested to be returned for evaluation.